Event description:
While trying to use the enseal laparoscopic tissue sealer g2, the device stopped working. The machine alarmed and said change the device. The machine was unplugged and replugged back in three times. The tips were cleaned and less tissue was used, but nothing helped.